Event description:
This case was reported on (B)(6) 2011 by a physician - local reference (B)(4) (associated report: (B)(4)). A ptc (product technical complaint) has been initiated for this report. This case involves five female pts who received injections with poly-l-lactic acid (sculptra) two years ago (dosage, therapy dates, indication, location of injections and batch numbers were not reported). Since an unspecified date, these pts have developed late granuloma/nodule formation. The physician referred these pts to a dermatologist who treated them with either antibiotics nos, 5-fu or cortisone nos. The outcome is unk. Significant/relevant medical history and concomitant medications were not reported. Action taken: not applicable. Corrective treatment: either antibiotics nos, 5-fu or cortisone nos. Outcome: unk.